Event description:
The manufacturer received information alleging the screen was damaged and unreadable that occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo was evaluated at the third-party service center. During the evaluation it was noted that there was damaged to the screen and it needs to be replaced. In conclusion, the device's display screen needs replaced to address the issue. There were no repair and/or part(s) replaced on the device since the customer requested the device be scrapped. Additionally, during the service of the device, the particulate filter and air inlet foam filter needs replaced for preventative maintenance unrelated to the reportable malfunction/issue.